Manufacturer narrative:
Blocks a3a (sex), a3b (gender), b5, e1 (initial reporter zip/post code, initial reporter phone, initial reporter email, initial reporter fax), and h6 (device codes) has been corrected. Block h6: imdrf device code a15 captures the reportable event of clip difficulty to release from catheter.

Event description:
Note: this report pertains to seven of seven resolution 360 clip used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the rectum for a rectal lesion during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, when closing a lesion with resolution clips, the first clip was difficult to release from the catheter. However, all six additional clips used presented similar issues, either failing to deploy from the catheter or being very difficult to release. In addition, there was abnormally high resistance felt before the handle spool reached the end. These clips were then pulled from the lesion, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficulty to release from catheter. Block h11: the resolution 360 clip was not returned; however, the attached video shows the physician having difficulty achieving full deployment. Toward the end of the procedure, the catheter appears unraveled and kinked as a result of the force applied during manipulation. Despite these issues, the clip assembly ultimately detaches after an attempt to grasp tissue. No other problems with the device were noted from the video. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. The reported event of clip difficulty to release from catheter was not confirmed. Upon analysis, since the device was not returned and could only be evaluated through the customer-provided video, it appears that the physician may have experienced difficulties during clip deployment, leading to the catheter becoming kinked and unraveled. The observed device failures may have resulted from procedural factors, such as the application of excessive force or the manner in which the device was handled and manipulated. Excessive manipulation without sufficient care could have contributed to the defects identified. Based on all available information, the probable root cause assigned is adverse event related to procedure.

Event description:
Note: this report pertains to seven of seven resolution 360 clip used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the rectum for a rectal lesion during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, when closing a lesion with resolution clips, the first clip was difficult to release from the catheter. However, all six additional clips used presented similar issues, either failing to deploy from the catheter or being very difficult to release. In addition, there was abnormally high resistance felt before the handle spool reached the end. These clips were then pulled from the lesion, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficulty to release from catheter.

Event description:
Note: this report pertains to seventh of seven resolution 360 clip used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the rectum for a rectal lesion during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, when closing a lesion with resolution clips, the first clip was difficult to release from the catheter. However, all six additional clips used presented similar issues, either failing to deploy from the catheter or being very difficult to release. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.